Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and during the ablation phase, the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention. A pericardial effusion was noticed on intracardiac echocardiography (ice). After the pericardial effusion was seen on ice the blood pressure and heart rate started to drop. The medical intervention provided was a pericardiocentesis and the doctor cracked the chest of the patient to suture the hole (located right side av groove). The patient was reported to be intubated, and stable. Patient has improved however required extended hospitalization (patient remained intubated due to lack of oxygen and blood loss). Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion, no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. It was also reported that the carto 3 workstation displayed "dell reliable memory technology discovered an isolated error in the system memory and memory module replacement recommended." The caller clicked continue and the procedure continued. The customer's reported workstation issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31321070l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).